Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to power on. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector is unknown. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to power on.